Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving baclofen (20000 mcg/ml at 785.1 mcg/day) via an implantable pump. It was reported that pus had appeared and the surgical incision was red and warm. The pump and catheter were surgically accessed, and the physician decided to explant the system and not replace pump or catheter today (B)(6) 2026. The physician surgically removed the device and the catheter. It was unknown whether the issue had been resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type catheter product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type catheter h6: the evaluation code and the img code have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the catheter was removed and the customer disposed of it once it was discovered during the procedure that the infection spread across the internal system. The catheter was replaced in february with a new 8780,the physician aspirated the cerebrospinal fluid (csf) for the catheter access port (cap) chamber.